Event description:
It was reported that the patient had lost weight and was experiencing discomfort in the pump pocket. The patient had hypothyroidism. The pump was going to be moved to a new location. It was later reported that the patient had lost a bunch of weight due to some ¿thyroid activity¿ and the pump had begun to erode. The pump was replaced. Following the replacement, the patient was ¿fine¿.

Event description:
Additional information was received and it was reported that the patient¿s symptoms were first noted by the physician on (B)(6) 2013. At the visit, the physician saw a big eschar where a connector was pushing out; it seemed like the connector was exposed at some time. The patient had about an inch of redness with a dark eschar in the middle on the outside of the pump area where the connector had eroded through the skin; ¿at this stage, is getting a scab¿. The pump refill was deferred due to the scab present on the pump area where the pump connector was located. The scab had been present for about 2 months per the patient¿s report. The patient also reported about a 32 pound weight loss over a 4 month period due to her recent ¿thyroid storm and difficulty regulating tsh levels¿. The patient had an increase in left thoracic and left flank pain. It was felt that the erosion was secondary to the weight loss. A new pump was implanted in a new pocket; the existing catheter remained implant and an extension was added. The old pump pocket was debrided to get all the necrotic tissues and the old mesh out. The patient was seen on (B)(6) 2013 for a wound check following pump replacement. The patient was ¿doing good¿. The incisions had healed up. The pump was delivering morphine.

Manufacturer narrative:
Concomitant product: product ID 8709, lot# j10911r38, implanted: (B)(6) 2003, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).